Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round spectrum and reported right side deflation. The patient had surgery because they thought that the implant was deflated. However, upon explant on (B)(6) 2021, the device was found intact. Hence, adverse event is being reported for this issue.